Event description:
Since implantation in 2000, the pt reportedly experienced poor performance with her device. Surgery to explant the pt's c1 device will be scheduled. The pt will be reimplanted with another advanced bionics device in the contra-lateral ear.